Event description:
A physician attempted an arteriotomy closure using the starclose device in the superficial femoral artery. Post procedure, the patient experienced oozing and the physician applied compression manually to the site. The patient had an 8cm thrombosis. It was reported to be a superficial vein thrombosis occurring next to the superficial femoral artery. The patient was treated with warfarin. The patient's hospital stay was prolonged by three (3) days.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.